Event description:
It is reported that the impactor did not hold tm glenoid implant.

Manufacturer narrative:
Evaluation summary: it is unknown whether of not the deformation of the tabs occurred before of after the surgical procedure described. Excessive impact or bending loads placed on the tabs may cause the impactor to not function as intended. The exact cause analysis cannot be determined with certainty. As returned, all impactor exhibits wear indicative of normal use. Distance between the retention tabs is slightly nonconforming. Given that the device has been used previously, as well as the inherent nature of its use, it cannot be ascertained whether or not this dimension was nonconforming at the time of manufacture. All manufacturing documentation indicates that the device was manufactured to print. The device has a potential field age of 4.5 years. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.